Event description:
The customer reported that the pt noticed blood in his portacath and in the bed. When the nurse investigated the issue, she noticed that the smartsite plus and disconnected from the access port needle infusion set "b.braun surecan safestep". The report indicated that the pt has been moving a lot. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l pt or event info provided.

Manufacturer narrative:
(B)(4). An investigation will not be performed. Reporter indicated the sample involved in this event will not be returned because it was discarded. The cause of the reported disconnection is unk.